Manufacturer narrative:
One bl3170 (B)(4) was returned along with three small plastic vials. One vial contained fluid, a second one contained the irrigation sleeve and the third vial contained a white flat particle placed between two glass slides. Visual inspection of the handpiece found the nose cone dented in several places. The transducer horn is dented and marred. In addition, the handpiece is dirty with numerous particles, dried solutions and debris are visible inside the nose of the handpiece. The fluid contained in the first vial was filtered and the microscopic examination of the filter found many particles dark in color and very small. The irrigation sleeve was microscopically inspected and found it dirty with dried solution and saline dendrites. The microscopic examination of the slides contained in the third vial, found the particle is white in color and approximately 80 micron in size. The white particle was sent to the lab for further investigation. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). The eds analysis indicated that the white particle consists primarily of carbon and oxygen, with lesser concentrations of barium, sulfur, sodium and chlorine. This is consistent with organic material. The ftir spectrometer produced a spectrum consistent with that of polyester. The source of the particle cannot be determined.

Manufacturer narrative:
The handpiece and the particulate are in transit. They will be evaluated once they are received.

Event description:
We were notified by (B)(6) in the (B)(6) of a report they received from a facility indicating that post phaco, the surgeon noted particles in the patient's eye. The surgeon was able to remove the particle successfully. There was no patient injury and no follow-up visit required.